Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. During the visual inspection it was found that the device had a scratched lens and the tamper seal was broken. During the functional test, the customer reported problem was duplicated. An audible failure during battery fallout test was found. Software was redownloaded. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump had an audible fail during battery fallout test. (Unknown/no patient injury.)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.